Manufacturer narrative:
The returned components were evaluated, but had no information associated with them and no reason for revision was supplied. Observation of the returned components highlighted the presence of bone on the porous coating, which would indicate that the shell had a degree of fixation within the patient¿s acetabulum. The removed porous coating and damaged fins were probably as a result of the extraction procedure. The large wear stripe on the articulating surface of the head and evidence of rim wear on the acetabular component suggests that some joint laxity may have been present, or that the joint had experienced a degree of subluxation. The surgical technique for the recap acetabular shell specifies an orientation which has an inclination angle of 45 deg., and anteversion of 20 deg.; however, the positioning of the component cannot be confirmed without radiographs or further information. Furthermore, the literature describes a correlation between high inclination angle of the acetabular shell, the resulting edge loading and increased wear, particularly for an angle steeper than 55 deg. Despite the above observations, without a defined reason from the surgeon for the revision of the components, a surgical report or any radiographs for alignment and positioning assessment, a reason for failure of the parts could not be determined.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been reported. Expiration date - unknown; implant date - unknown; device manufacture date - unknown.

Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2013 due to unknown reasons. No further information has been received.

Manufacturer narrative:
Additional information was received on (B)(6) 2013, including the item and lot numbers of the product. All information regarding the item including item name, manufacture date and expiration date, and 510k # have been provided in this follow-up report. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.